Manufacturer narrative:
Review of the device history record showed that the named devices were accepted with conformance to the device requirements. Engineering evaluation noted that the revision reported was likely the result of not fully seating the glenosphere on the glenoid baseplate during the initial surgery, which allowed for the glenosphere locking screw to only achieve a few threads of engagement with the glenosphere. This would create a bending moment on the glenosphere locking screw as she shear force would be transmitted directly through the locking screw rather than through the glenosphere/baseplate construct.

Event description:
Patient reported they had a shoulder replacement in (B)(6) 2015. In (B)(6), the screw that holds the ball on broke in the patient's sleep.